Event description:
It was reported that the insulin pump alarmed button error. Troubleshooting was done. Customer's blood glucose was 166 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, minor scratches on display window and missing end cap sticker noted during visual inspection. No button error alarms noted. No button response due to corroded keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.